Event description:
A physician reported that after MRI on (B)(6), 2022, the certas valve setting changed (pressure level seems to be stuck between 1 and 2 (instead of 4) radiographically confirmed). All attempts to re-adjust the setting with certas tool kit failed, previous setting could not be achieved. No patient signs and symptoms due to valve malfunction. The valve was implanted on (B)(6) 20, 2020 and explanted and replaced on (B)(6), 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve was returned for evaluation: DHR - lot 3704135 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a bump mark on the top casing was noted and the rotation construct was stuck in the up position. The valve was tested for programming: the valve passed for settings 1 to 8 but fail for the rotation construct position on all settings. The valve passed the tests for occlusion, leaks, reflux and pressure. The valve was dismantled: the valve was visually inspected: bump marks were noted in the upper valve casing, due to a hard knock. Root cause - the root cause for the programming issue reported by the customer is due to the valve receiving a hard knock. The root cause for the bump mark in the top casing is due to the valve receiving a hard knock. The root cause for the rotation construct being stuck in up position was due the valve receiving a hard knock.

Event description:
N/a.